Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: the DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. A definitive root cause for this event was unable to be determined. As preventative action, (B)(4) and (B)(4) have been updated to reduce the likelihood of damage caused by inadvertent contact between the lens and the dry glass surface of the 2ml vial. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -7.0/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. A same length lens was exchanged on 01/aug/2023 due to a footplate was found missing from the lens. This resolved the problem. Cause of the event reported as device.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: 1494: off-label. Age <21 at time of implantation. Claim#(B)(4).